Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a severely scratched display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 157 mg/dl. The customer reported that the insulin pump had a crack on the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.